Event description:
Reporter noted vit cutting and suction not activating when footswitch is pressed. Changed cassette multiple times with no improvement. Attempts to troubleshoot were unsuccessful. Case was aborted after pt was under general anesthesia, and eye had been opened. Surgical procedure will be completed at a later date.